Manufacturer narrative:
The device has been returned and investigation is pending completion. A supplemental report will be submitted with the investigation results. At this time, we are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported by the patient that on (b)(6) 2026, around 12:30, the Pod delivered insulin continuously after a small correction was intended. The patient's blood glucose level was reported to be either 280 mg/dL or 299 mg/dL when they administered the correction bolus. The patient received 14.6 units of insulin, and the intended amount is unknown. The Pod was worn between 5 and 24 hours on the leg. The Pod was removed at approximately 13:00 and the patient reported ongoing audible clicking and visible insulin discharge even after removal. Symptoms reported include feeling generally unwell, nausea, loss of appetite and mental shock. Emergency services were called at approximately 13:50 due to the amount of insulin administered. The patient was transported to (b)(6) and the patient was diagnosed with 'insulin-induced hypoglycemia versus pump malfunction'. The blood glucose level was reported to drop to a lowest value of 79 mg/dL and rose to the highest value of 338 mg/dL. The patient was reported to be monitored for 4 hours and received food to manage blood glucose levels. At approximately 16:00, the patient applied a new pod in the hospital.